Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent strut on the 1st proximal row was lifted, deformed and pulled in a distal direction. The undamaged distal section of the crimped stent od (outer diameter) was measured, which is within the maximum crimped stent profile measurement specification. Stent damage most likely occurred during withdrawal attempts. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x16mm synergy stent was advanced but impossible to cross through the stenosis. During withdrawal, the stent was damaged.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x16mm synergy stent was advanced but impossible to cross through the stenosis. During withdrawal, the stent was damaged.